Event description:
IV pump set up to infuse dobutamine at 3 mcg/kg/min = 4.7 ml/hr. Volume to be infused was set to 250 ml. The 250 ml of dobutamine infused within 15 mins. Premixed dobutamine 500 mg in 250 ml d5w.